Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior mitral leaflet for a mitraclip procedure. During the procedure, difficulty was encountered while grasping the leaflets. While making grasping attempt, anterior leaflet was stuck with anterior gripper. Troubleshooting was performed and was unsuccessful. As a result, an attempt was made to deploy the clip. The clip was unable to detach from mandrel. Troubleshooting was performed and was successful. Post deployment, the clip was opened and partial clip movement was observed. Posterior leaflet was observed to be more mobile, damaged and tethered after entanglement. An additional clip was deployed for stabilization of first clip. The mr was reduced to grade 2 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.